Event description:
The user reported that while preparing to implant a pacemaker, user found the pt cyanotic and with dilated pupils. The pt was connected to an external pacemaker and to an agilent monitor with pulse oximetry. The monitor's tone modulation feature was turned off, and it was not noticed that the pt's oxygen saturation had dropped.